Event description:
"Patient had the meter set up in mmol/l. Patient kept eating sweets because pt thought their blood sugar was too low. Pt went to the hospital because of it. "Unable to contact patient. Sending a letter to obtain more information. No further information has been documented.